Event description:
(B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with fair oral hygiene, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis. No further patient complications were reported.